Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer states their blood glucose level had dropped to 26mg/dl. The customer's most current level was 66mg/dl. The customer treated with food. The customer states their levels had read as high as 600mg/dl. Troubleshoot was unable to be conducted due to customer having discontinued use of the pump. The customer states they had been off it for two months due to bottoming out with it.